Event description:
On 7/8/96, a coronary stent with delivery system was successfully deployed at the target lesion site in the pt's proximal left anterior descending artery (lad). On 9/4/96, angiograms done while preparing to stent the circumflex artery, showed a significant narrowing at the previously stented target lesion site and a pseudoaneurysm in the proximal one half of the stented area. Elective coronary artery bypass grafting of the lad and circumflex arteries was performed. Surgery was successful and there were no add'l clinical sequelae reported relative to this event.